Event description:
It was reported while using bd vacutainer® multiple sample luer adapter that an unspecified number of devices had a bent needle, which punctured the side of the sleeve. This caused blood to leak from the sleeve. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation, which shows two devices with sleeves that are side pierced. Additionally, 10 retained samples underwent functional tests using 30 tubes per needle. All the samples passed the tests as there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter that an unspecified number of devices had a bent needle, which punctured the side of the sleeve. This caused blood to leak from the sleeve. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.